Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that when the guide wire was going to be inserted into the mini vision stent delivery system (sds), it was noted the stent was not mounted on the sds balloon. The stent implant was found inside the protective sheath, on the mandrel. Reportedly, there was no pt involvement. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Results - a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned with no blood visible. There was contrast on the balloon and on the distal shaft. The stent implant was returned dislodged from the balloon. The struts in the first row at the distal end of the stent implant were flared. The entire length of the stent implant was crushed. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. An orange protective sheath was returned. There were no other damage noted to the sds. The stent implant outer diameter could not be measured due to the crushed struts in the entire length of the stent implant as noted. Pin gauges were used to measure the inner diameter of the returned protective sheath. Product performance engineering reviewed the incident info and analysis of the returned product. The analysis noted contrast visible on the balloon and distal shaft, which is consistent with preparation of the product. The stent was dislodged from the balloon, confirming the reported dislodgement. The first row of distal struts was flared. The entire length of the stent was crushed. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The stent outer diameter could not be measured due to the damage noted. The inner diameter of the protective sheath was measured and met manufacturing criteria. In this case, it is possible that during preparation, positive pressure was applied to the sds, slightly expanding the stent, such that when the protective sheath was removed, resistance was met, facilitating the stent dislodgement. Further handling of the stent during packaging, handling and return to abbott vascular for analysis could have contributed to the noted stent damage. Follow up info received from the account confirmed the sds was prepared for use outside of the pt anatomy and not in the dispenser coil, however , it is unknown if the protective sheath was on the balloon at the time. It should be noted in the vision instructions for use (IFU) preparation section, it states, to remove the protective sheath from the tip, flush the guide wire lumen, then attach the inflation device/syringe to the stopcock and then attach to the inflation port to prepare the sds. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. This MDR is considered closed by the product performance group.